Event description:
Name of device information system megadyne bovie tip. Serial, lot, reference numbers, expiration 103859 lot or batch number 103859. The plastic edge near the tip of the bovie tip (reference number 0013m), starts to melt and fray open. This is causing use to open another bovie tip. Doctor was using a megadyne bovie tip, reference number 0013m lot number 103859, on a child and the covering of the tip of the bovie melted and frayed.